Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval.

Event description:
A distributor in china reported on behalf of a healthcare facility that the tubing of a bc191-05 flexitrunk nasal tubing was broken. There was no reported patient consequence.